Manufacturer narrative:
Other, other text: device evaluated, visual inspection performed and found cracked right plunger case. The reported issue was not duplicated, no problem was found. Adc counts were within spec. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the device alarmed primary audible alarm. No patient injury/involvement reported.